Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked, there was moisture in the infrared window, with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-nov-2017 with the following findings: during investigation, there was no moisture observed in the ir window. The black box showed one pump reboot recorded after a replace battery alarm. The battery compartment was found to be cracked above and below the bumper pad. There was no moisture/corrosion observed in the battery compartment. The returned battery cap had stripped threads. It was unable to maintain electrical connection. The reported power complaint was duplicated. A test battery cap was able to fit and maintain electrical connection. A test battery cap was used to complete a 24 hr duration test. There were no pump reboots duplicated during this time. A leak test failed with the battery compartment. The pump cover was removed and there and there was no evidence of moisture observed. There was no damage to the power circuit found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.